Event description:
During implant procedure, the helix of the right ventricular (rv) lead experienced rotation issues while the helix locking tool was in place. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead with a stylet and a clip-on-tool was returned in one piece for analysis. Visual inspection found the helix was retracted and clogged with blood. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood.